Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. Two days after event onset, the patient began treatment with ceftazidime injection (1g per bag, intraperitoneal, discontinued after 9 days) for peritonitis event. At the time of this report, the patient has recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.